Event description:
It was reported that in the emergency department, a pt was intubated with the endotracheal tube that became kinked. Pt was re-intubated.

Manufacturer narrative:
The lot number is unk therefore the date of manufacture cannot be determined and the device history record cannot be reviewed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report. Reference MFR report# 2936999-2011-00730.